Event description:
It was observed that during the device evaluation, foreign objects were present in the bending section cover of the rhino-laryngo videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the investigation results, it is likely that certain factors contributed to the presence of foreign objects in the bending section cover. A leakage failure was confirmed in the device, which may have hindered proper reprocessing, potentially allowing foreign objects to remain. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device